Event description:
It was reported that while the doctor was performing a tlif for levels l2 to l5, a locked screw head popped off. He inserted standard matrix screws on both sides at l2, l3, l4 and l5 and he went on to change l3 screws to reduction heads. After he inserted all screws he went to lock down the rod with the caps starting at l2. As he then locked down the reduction head at l3, the head at l2, which was previously locked down, popped off. The doctor commented that the l2 screw was slightly offset to l3, which could have contributed to extra stress on the l2 screw head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that there are visible marks on the returned implant giving a clear indication that the screw head has not been placed accordingly before the final tightening was performed. Therefore, we do suppose that it was possible that the poly-axial head came loose from the screw itself during prior manipulation of the screw head. Please note that we recommend the use of either the holding sleeve 03.632.001 or 03.632.036 in order to always ensure the correct seating of the screw head. We do also recommend always using the head alignment tool 03.632.007 if some alignment of the screw head is necessary. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected.